Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri45 implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the device experienced an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.